Event description:
It was initially reported that daytime stimulation for a patient was working great, but "if she held and waited too long, she would wet herself." It was stated that during the night time, her bladder could only hold for 4 hours and then "her pad would be completely soaked." This had not changed since the time of implant. Two other programs were tried and the patient was currently on program 3 at 4.2v for the past month. It was also initially reported that the patient reported that they still had concerns, but had not sought further help. More patient education was recommended prior to procedure instead of "post-op when the patient was still sedated." It was stated that the cause of the event was bladder spasm. Abnormal impedances were reported between electrodes 0 and 3, <(><<)> 50 ohms. However, these electrodes were not in any of patient's programs. Reprogramming was performed on (B)(6) 2013, and "it was left on -0 and -2." Sensation in perineum was noted. Enuresis was stated as a sign/symptom. It was noted that the patient "at times had attempted to change programs and inadvertently cut it off." No hospitalization and no patient injury were reported.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v855059, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).